Event description:
It was reported that the patient was transplanted due to infection/bacteremia. The patient also required continuous right-sided support post left ventricular assist device (lavd) implant. The patient had septic shock, klebsiella pneumonia and biventricular dysfunction. The explant was not due to a device or therapy related issue and not associated with recovery of cardiac function. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b2 correction section h6 health effect - impact code 4641 - unexpected medical intervention added. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist device (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and dysfunction, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.